Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcation device, infrarenal aortic extension, and a limb extension. Reportedly, the presented with a distal endoleak on the right limb. The physician elected to implant a limb extension to solve the endoleak. The patient is doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause for the endoleak could not be determined. However, product use was incongruent with the IFU due to the greater than 2.3 cm diameter of the left common iliac, and, the use of an aortic extension within the right common iliac artery as a remedy for the endoleak. Cautionary product use conditions that might have contributed to this event included multiple patent lumbar arteries and the inferior mesenteric artery. The overall assessment from the investigation does not point to a manufacturing or design issue.